Event description:
It was reported that this implantable pacemaker device exhibited an atrial undersensing on the stored atrial tachy response event. Boston scientific technical services (ts) reviewed and stated that there was an occasional atrial undersensing or overpacing. Furthermore, this device appeared to be functioning as programmed and remains in service. No adverse patient effects were reported.